Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The date of onset was corrected to (B)(6) 2015.

Event description:
On (B)(6) 2010 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2015 a type ii endoleak was discovered on follow-up imaging. Aneurysmal enlargement of 22mm was reported. On (B)(6) 2015 an embolization procedure was carried out to treat the endoleak. The patient did well following the procedure and no additional procedures are planned.

Manufacturer narrative:
.

Manufacturer narrative:
Additional devices used: pxc201000 7719526, pxc201200 7532331. Concomitant medical products: lisinopril, omeprazol, cedur, tamsulosin, amlodipin. A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2015 a type ii endoleak was discovered on follow-up imaging. Aneurysmal enlargement of 22mm was reported. On (B)(6) 2015 an embolization procedure was carried out to treat the endoleak. The patient did well following the procedure and no additional procedures are planned.